Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, compromised force sensor system alarm during basic occlusion and prime test at 2.5 lbs due to faulty force sensor resistor. The insulin pump was received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.